Event description:
The user facility reported that the angio-seal product was also taken out at the end of a peripheral procedure and the dilator would not click into place on the sheath. The estimated blood loss was less than 250cc. The reported event did not result in patient injury. There is not a direct allegation that the reported device caused or contributed to patient injury. Additional information was received on 02jan2023: three devices were used in the same case/patient. Hemostasis was achieved by manual pressure. The size of the procedure sheath was used a 6fr. A pre-deployment angiogram was performed. The patient was stable. The user did not have difficulty in inserting the locator and hub. There was no audible click on mating. There was no tactile feedback after mating. The user was unable to mate the locator with the hub after many tries. The user attempted to mate the locator and hub multiple times. The locator never mated with the sheath. The locator was too loose and failed to stay in place. One of the devices went in the patient, after that the other devices were tested on the table. There was no effect on the patient. The facility opened devices until a functional angio-seal (as) device was found. The patient has no problems of issues due to this device malfunction.

Manufacturer narrative:
D6a: implanted date: unknown if the device was implanted. D6b: explanted date: unknown if the device was explanted. E3: occupation: manager. One 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in unused condition. Upon visual and microscopic inspection, the mating features of the locator were found to be deformed. The mating area on the cap was found to have no damage. Upon functional testing, the locator sheath connection was found to be a loose connection. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.